Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing on a stored egm. The patient was asymptomatic. Programming changes were made, and a defibrillation test was performed.